Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead insulation damage was suspected. Provocative testing was performed and no anomalies were observed. No further intervention has been performed. The patient was stable and will continue being monitored.